Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received excessive failed battery test alarms, even after battery changes. Customer's blood glucose was 199 mg/dl. After troubleshooting, customer was not able to clear alarm. Customer was advised that battery cap would be replaced.